Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aortic aneurysm approximately 10 months ago. The thoracic aortic aneurysm for a 5.6 cm in diameter. The proximal neck was 35 mm in diameter. The right and left external iliac artery were 7 mm in diameter. The distal seal diameter at implant was 38mm. Currently, the diameter of the thoracic distal to the stent graft is 40mm. It was reported that due to a distal type I endoleak one month ago, an additional tevar was performed. The physician had to coil the right internal iliac artery and another manufacture¿s devices were implanted due to the access difficulties in the right femoral artery. Another manufacturer¿s device was implanted for the ruptured vessel. A valiant stent graft was implanted and another valiant was also implanted inside the previous valiant stent graft. On the final angiography, a possible type I distal endoleak was seen so the physician ballooned at the distal side. No endoleak was observed after. The physician commented that after the initial deployment, it was possible that the stent graft was off and that the additional valiant stent graft had been implanted, so now it's all right. No additional clinical sequelae were reported and the patient is fine. Off label - a valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aortic aneurysm approximately 10 months ago. The thoracic aortic aneurysm for a 5.6 cm in diameter. The proximal neck was 35 mm in diameter. The right and left external iliac artery were 7 mm in diameter. The distal seal diameter at implant was 38mm. Currently, the diameter of the thoracic distal to the stent graft is 40mm. It was reported that due to a distal type I endoleak one month ago, an additional tevar was performed. The physician had to coil the right internal iliac artery and another manufacture¿s devices were implanted due to the access difficulties in the right femoral artery. Another manufacture¿s device was implanted for the ruptured vessel. A valiant vamc4242c100tj was implanted and a vamc4242c150tj was also implanted inside the vamc4242c100tj. On the final angiography, a possible type I distal endoleak was seen so the physician ballooned at the distal side. No endoleak was observed after. The physician commented that after the initial deployment, it was possible that the stent graft was off (or floated) and that the additional stent graft (vamc4242c150tj) was implanted, so now it's all right. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, positioning difficulties. Treating a ruptured thoracic aortic aneurysm. Bare metal stent. Morphology changes and disease progression; distal seal zone dilatation. Conclusion: endoleak, positioning difficulties. Treating a ruptured thoracic aortic aneurysm. Morphology changes and disease progression; distal seal zone dilatation. Bare metal stent.